Event description:
On 8th october 2021 it was reported through sem's that the ar-6069-90, (reelpass sutr lasso,90° crv str) - batch# 12923177 was used in a case performed by dr (B)(6) that the rep was not in attendance at. Dr (B)(6) was performing a rcr at (B)(6) on (B)(6) 2021. He opened ar-6069-90 and the product was faulty. The 'introducer wheel' was not rolling out mono filament they way it should. He proceeded to open another x 3 (x4 in total) with no luck. The scrub discarded the products and we carried on with the case using a competitor product.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.